Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad does not work and the act, esc and b buttons do not work. The customer's blood glucose reading was over 600 mg/dl at the time of incident and treated with an insulin pen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector was unlocked on the lcd board; unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to unresponsive buttons. The keypad traces was inspected and no anomalies noted. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.